Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2138 ohms on the right ventricular (rv) channel. Impedance measurements were stable before and after the lss. Lead testing was stable and no noise was observed. The patient will to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 patient codes, impact codes and device codes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement of 2138 ohms on the right ventricular (rv) channel. Impedance measurements were stable before and after the lss. Lead testing was stable and no noise was observed. The patient will to be monitored. No adverse patient effects were reported. Additional information received indicated that there were high thresholds at 3v. Technical services (ts) stated that there could be possible spring contact issue and cannot perform programming for magnetic resonance imaging (MRI). Boston scientific representative will be reaching out to the physician on how this device should be programmed. No adverse patient effects were reported.